Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and treated with manual injection. The customer had no symptoms of high blood glucose. Customer's blood glucose value was 111 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Customer declined to troubleshoot for high readings. Customer also reported that insulin pump was cracked all over due to dropping. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, cracked belt clip slot, minor scratched and cracked display window.